Event description:
It was reported that the surgeon inserted an aq2003v three piece silicone lens and the haptic was torn during insertion. The lens was removed without any patient injury and another same type of lens was implanted. A suture was used to close the incision. The reporter stated that the incident was due to a loading error.

Manufacturer narrative:
Evaluation: results - (other): visual inspection of the returned product showed that a haptic was bent and there was a clear surgical residue on the lens.